Manufacturer narrative:
B5: additional information h6: health effect-clinical, health effect-impact, and medical device problem codes, updated no further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
The heart transplantation was routine.

Manufacturer narrative:
A4 correction: patient weight added. Manufacturer's investigation conclusion: the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues. (B)(6) was returned assembled with the pump cable severed approximately 7.5¿ form the pump header. A distal portion of the pump cable also returned, measuring approximately 14¿ from the inline connector. The modular cable was returned attached to the distal portion of the pump cable and appeared unremarkable. The sealed outflow graft was returned attached to the pump cover outlet port with the bend relief properly engaged to the graft attachment. The apical cuff was not returned. A lengthwise cut was observed in the outflow graft bend relief, and the outflow graft was returned pinched in between this cut. The cut and deformation appeared consistent with explant/post explant handling and the outflow graft appeared to have been patent during support. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Although no device-related issues were reported, section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient underwent heart transplantation on (B)(6) 2025. The pump was removed. The patient was not symptomatic or injured. The event did not require inhiation of inotropes and there was no alarm. The patient was currently admitted post-transplant. The pump and controller were to be returned.